Event description:
It was reported that an unspecified quantity of minicap transfer sets have their twist clamps break. The transfer sets were unable to twist off the connector port and had to be cut at the line to disconnect. This occurred during an unspecified process step of peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The devices were not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.